Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to heart, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut was retained in main pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years later, the patient had displaced inferior cava filter. It was discussed and a new inferior vena cava filter was placed for the patient. It was mentioned that the old filter could only be taken out by open surgery. Computed tomography angiogram showed bilateral pulmonary emboli with a displaced inferior vena cava filter. Soon after filter placement some chest pain was noted and it was discovered that the filter had migrated to pulmonary artery. The recommendation was not to remove the filter at that time. A second filter was inserted which remained in the infra renal vena cava. Computed tomography angiogram of the chest demonstrated that one of the inferior vena cava filters was lodged in the pulmonary artery. The patient had intermittent left-sided chest pain which was attributed to the filter. Therefore, the investigation is confirmed for the alleged filter migration. However, the investigation is inconclusive for the alleged filter detachment and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter limb detachment, filter migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, struts perforated and filter migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut was retained in main pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged detachment, migration and perforation of ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, struts perforated and filter migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.